Event description:
It was reported that there were increased thresholds. The patient further reported that the thresholds were very high. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658, lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead was observed to have blood ingression; full lead returned and analyzed.